Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a right knee procedure. Subsequently, the patient was revised due to pain and loosening approximately 6 years 2 months post procedure. CT scan of right knee shows some periprosthetic lucency at medial posterior aspect of tibial component suggestive of mild loosening noting. CT scan only showed mild lysis under the tibial plate medial. No fall or major impact reported by patient. During explantation of tibia component it was apparent that the tibia baseplate was broken on the medial aspect of the implant. No additional information

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified signs of use. The posterior-medial condyle of the tibial plate was fractured. The device was submitted for further analysis. The analysis found the fracture artifacts indicative of fatigue mode fracture. The fracture is potentially initiated at the inner pocket of the medial condyle and exits at the inferior side of the tibial plate. Material analysis confirms that tibia tray material to be consistent with ti6-4 titanium alloy. Review of the device history record(s) identified no deviations or anomalies during manufacturing. The reported products were reviewed for compatibility with no issues noted. Medical records/radiographs were provided and reviewed by a health care professional. A review of the available records identified the lucency along the posterior-medial aspect of the tibial plate, suggesting loosening. The complaint is confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after the investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.